Manufacturer narrative:
The customer evaluated the instrument and found that the blood sampling valve (bsv) was loose and was causing the leak. The fse tightened the pinch valve, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a diluent leak from the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer while running patient samples. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, safety glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.